Manufacturer narrative:
(B) (4). Results: stent became entangled in lesion. Evaluation summary: the device was received by medtronic for evaluation. The stent was returned off the balloon. The stent was severely stretched with a number of segments bunched at one end. The first segment at the other end of the stent was flattened and deformed. The proximal and distal balloon pillows were intact and crimp bake impressions were evident along the balloon. The balloon had not been inflated.

Event description:
A driver sprint rx coronary stent system, length 18mm, diameter 2.5mm, was intended to treat a lesion in a pt. It was reported that the stent became entangled and fell off the balloon while crossing the 90% stenosed obtuse marginal lesion. It was reported that the lesion was predilated with a 2.5 x 15mm balloon to 18 atm. It was reported that it was necessary to "fish a guide" for removal of the dislodged stent. After repeated attempts, the stent was recovered and it was noted to be deformed. No pt injury occurred and no clinical sequelae have been reported.